Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. The identified "intermittent improper shutdown alarm" was confirmed but not reproduced during eval. Eval observed the pump to have fully depressed battery contact pins that were unable to rebound as designed (1 negative pin, 4 data pins) causing intermittent d/c operation. The rear case assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing, it was found that a spectrum pump would not stay powered on. There was no pt involvement.